Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o - ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had reservoir lip ring came off. Reservoir lip ring keeps detaching. The blood glucose at the time of the incident was around 180 mg/dl. The device will be returned for analysis.